Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (right leg), diabetes, hypertension and high cholesterol. The filter was deployed via the patient's right jugular vein. It was placed just below the renal veins.   A computed tomography (CT) was done twelve years after the index procedure. The superior end of the trapease ivc filter was at the l1-l2 interspace. The ivc filter was tilted posteriorly at the superior end, but it does not contact the ivc wall. The ivc filter was not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 4mm. One (1) anterior strut perforates the ivc wall 3mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 4mm and resides within the soft tissues. Two (2) lateral struts perforate the ivc wall both 4mm and reside within the soft tissues. Additional information received per the patient profile form (ppf) states that the patient experienced tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) with multiple struts perforating the surrounding organs. The patient continues to experience worry, headaches and chest pain. The patient became aware of the reported events twelve years after the index procedure. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt) (right leg), diabetes, hypertension and high cholesterol. The filter was deployed just below the renal veins. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt and perforation of filter strut(s) beyond the wall of the ivc and into surrounding tissue/organs. A CT, twelve years after implant, revealed the superior end of the trapease ivc filter was at the l1-l2 interspace. The ivc filter was tilted posteriorly at the superior end, but it does not contact the ivc wall. The ivc filter was not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 4mm. One (1) anterior strut perforates the ivc wall 3mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 4mm and resides within the soft tissues. Two (2) lateral struts perforate the ivc wall both 4mm and reside within the soft tissues. Per the patient profile form (ppf), the patient reports tilt and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) with multiple struts perforating the surrounding organs. The patient continues to experience worry, headaches and chest pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, headache and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.